Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.

Event description:
It was reported that the customer had jumped into a swimming pool with the pump. Thirty minutes later, the pump stopped all insulin delivery. The pump had remained in the pool with the customer, submerged in water. There was no impact to the customer's blood glucose level.